Event description:
The valve brush 10 mm end was put in the suction port to clean the scope and the tip broke. The tip broke where the bristles end and the handle starts. A forcep suction was used to remove the brush. This occurred on two brushes. The product lot number is unk. A pentax 155 scope was being cleaned for each brush. The detergent that was being used was intercept detergent.

Manufacturer narrative:
The actual number of the device involved in this complaint was not provided; therefore, it was not possible if there were any devices from the affected lot number in stock at the time of the complaint investigation. A document based investigation was carried out as the brushes were not returned for eval. The brushes broke during cleaning of the endoscope. It is possible that excess force may have been applied. However, this cannot be conclusively determined as we were unable to replicate the conditions of use in the lab. Prior to distribution, all dcb-dv-50 brushes are subjected to inspection to ensure device integrity. A review of the mfg records for the product involved in this complaint could not be performed as the lot number was not provided. The disposable endoscopic cleaning brush is intended for cleaning the accessory channels of endoscopes. The device is supplied non sterile and is intended for single use only. No corrective action is warranted at this time there was no pt contact and the two year complaint history has been reviewed indicating that this type of event is rare.